Manufacturer narrative:
There is no indication the access digoxin device was returned for evaluation. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the presence of interfering substances in the patient's samples. Calibration passed and quality control (qc) was within the customer's expectations. In conclusion, patient sample interference is the cause of the event.

Event description:
The affiliate stated the customer reported reproducible falsely elevated digoxin results, for one patient, involving the access digoxin assay used in conjunction with the unicel dxi 800 access immunoassay system and access digoxin calibrator. Subsequent analysis of the patient¿s sample, on the same instrument, recovered a lower similar result. A second sample was collected approximately five hours after the first specimen, analyzed on the same instrument, and generated a similar result to the original value of the first specimen. The customer stated the original result, from the first sample, was released out of the laboratory, and the patient was treated with digibind. The customer stated there was no patient harm from the treatment received. An aliquot of the second sample was diluted at 1:2 and recovered a lower value. The second sample was also re-centrifuged and recovered a reproducible result. Two aliquots of the second sample were diluted at 1:3 and 1:2 dilutions. Both generated lower results. The patient¿s sample was sent to a reference laboratory, analyzed through an alternate methodology, and recovered a significantly lower result on (B)(6) 2013. The customer indicated levels 1 and 2 quality control (qc) recovered within the laboratory¿s established ranges prior to and after the event. The patient¿s sample was sent to beckman coulter customer product line support (cpls) laboratory for further analysis.